Event description:
Alleged event: healthcare professional reported "rupture" of a non-abbvie device. This record is for the left side. Device was explanted and replaced. The device won't be returned. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".